Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that injection shots were administered to the patient for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the lead and ipg were replaced. No device malfunction was suspected. The patient was reportedly doing well doing well post-operatively. The devices were not returned to bsn.

Event description:
A report was received that injection shots were administered to the patient for unknown reason.

Manufacturer narrative:
Additional information was received that the battery was shallow. The patient will undergo a revision procedure wherein the ipg will be replaced/relocated to a deeper pocket.

Event description:
A report was received that injection shots were administered to the patient for unknown reason.

Manufacturer narrative:
Additional information was received that the injection was for patient's pre-existing pain which the stimulation was helping. The patient reported that he was having charging and remote connectivity issues. The patient will undergo a revision procedure but was put on hold due to non-device related concerns. There will be no further course of action at this time.

Event description:
A report was received that injection shots were administered to the patient for unknown reason.